Manufacturer narrative:
(B)(4). Physio-control evaluated the device and confirmed the reported issue. The cause of the reported issue was determined to be due to a failure of the therapy pcb assembly. It was observed that the therapy pcb assembly had sustained damage, but it is unknown if the observed 9c19 event code was related to the damage. The device was repaired by replacing the therapy pcb assembly. Following the repair, proper operation was confirmed during functional and performance testing. The device was subsequently returned to the customer. Physio-control has concluded that the cause of the observed event code was likely due to a failure of diode cr30.

Event description:
The customer reported that the device was displaying the service indicator. The device had logged event code 9c19. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue. Physio-control has conducted a retrospective review of cr30 component failures, based upon a review of our interpretation of reportability as a result of thorough consideration of feedback from FDA. We have reached the conclusion that the failure of the cr30 diode is reportable, even though the reduced energy monophasic waveform that is delivered is clinically effective. As a result, all similar cr30 failures will be reported as MDR¿s.

Event description:
It was initially reported that the device had its service indicator illuminated and had logged multiple event codes. Upon device evaluation, it was observed that the device was only delivering partial defibrillation energy. There was no report of patient use associated with the reported issue. Physio-control has conducted a retrospective review of this type of reported failure, based upon a review of our interpretation of reportability as a result of thorough consideration of feedback from FDA. We have reached the conclusion that this type of failure is reportable, even though the reduced energy monophasic waveform that is delivered is clinically effective. As a result, all similar failures will be reported as MDR¿s.

Manufacturer narrative:
The customer reported that the device was displaying the service indicator. The device had logged event code 9c19. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue. Physio-control has conducted a retrospective review of cr30 component failures, based upon a review of our interpretation of reportability as a result of thorough consideration of feedback from FDA. We have reached the conclusion that the failure of the cr30 diode is reportable, even though the reduced energy monophasic waveform that is delivered is clinically effective. As a result, all similar cr30 failures will be reported as MDR¿s. It was initially reported that the device had its service indicator illuminated and had logged multiple event codes. Upon device evaluation, it was observed that the device was only delivering partial defibrillation energy. There was no report of patient use associated with the reported issue. Physio-control has conducted a retrospective review of this type of reported failure, based upon a review of our interpretation of reportability as a result of thorough consideration of feedback from FDA. We have reached the conclusion that this type of failure is reportable, even though the reduced energy monophasic waveform that is delivered is clinically effective. As a result, all similar failures will be reported as MDR¿s. (B)(4). Physio-control evaluated the device and confirmed the reported issue. The cause of the reported issue was determined to be due to a failure of the therapy pcb assembly. It was observed that the therapy pcb assembly had sustained damage, but it is unknown if the observed 9c19 event code was related to the damage. The device was repaired by replacing the therapy pcb assembly. Following the repair, proper operation was confirmed during functional and performance testing. The device was subsequently returned to the customer. Physio-control has concluded that the cause of the observed event code was likely due to a failure of diode cr30. (B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed pcb assembly observed damage to the pcb assembly. It was also observed that the pcb delivers energy normally at the 360 and 325 joule levels, but at lower energy levels, only a monophasic waveform can be delivered. The cause of the reported failure could not conclusively be determined.